Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a health care professional (hcp) via a device manufacturer representative regarding a patient receiving baclofen (500 mcg/ml at 336.7 mcg/day) via an implantable infusion pump. It was reported that patient was in surgery because of a seroma over their pump. They had been recently implanted. During the surgery no anomalies were noted with the pump or catheter and the catheter access port was able to be aspirated. No other interventions were taken and it was unknown if the issue was resolved. No further complications were reported.